Manufacturer narrative:
The insulin pump was monitored for several days in the oven and no constant tone was noted. The insulin pump was received with normal operating currents and no unexpected low battery alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the insulin pump sounded a constant tone that would not stop. The customer did not know the blood glucose reading. The customer stated that the insulin pump had alarmed low battery, and after he changed the battery, he went back to bed. He stated the constant tone occurred thereafter, so he changed the battery again. He noted that this was the third battery he would be inserting in attempt to resolve the issue. He was advised to remove the battery for 2 hours. He was advised to monitor the blood glucose levels and to insert a new battery after the device rested. The customer declined and requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.